Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold resulting in loss of capture. Despite multiple reposition attempts, the issue persisted. The lv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.